Manufacturer narrative:
The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used during an esophageal dilation procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the balloon could not be deflated. It was noted that the inflation medium was not able to be completely withdrawn from the balloon. Reportedly, the balloon was intentionally burst to be able to be removed. The procedure was completed with another cre fixed wire dilatation balloon. There have been no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.